Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 18 months post-implant, it was reported that the patient broke his driveline just 5 cm out of the body. The patient experienced pump stops and red heart alarms when connected to the power module. Approximately 2 days later, the manufacturer's technical services personnel performed a percutaneous lead distal end replacement.

Manufacturer narrative:
The patient remains on lvad support with the pump and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.